Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the condition of the returned device, the reported inner catheter breakage could be confirmed. The inner catheter was found to be broken and the separated distal inner catheter was returned. The stent was found to be completely released. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with transportation or storage of the product. Also the reported event may be related to inappropriate accessories used or insufficient flushing of the device as insufficient lubrication may cause increased friction inside the guide wire lumen. In this case, no information regarding the guide wire used was provided. Rough handling of the device may be another contributing factor to the reported event as this may lead to damage and subsequent inner catheter breakage. On the basis of the information available, a definite root cause for the reported event could not be identified. The IFU states: "visually inspect the bard lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states that the device must be sufficiently flushed. Also the IFU states that the device is only compatible with a 0.035" (0.89 mm) guide wire. Additionally, the IFU states: "after removing the delivery system, visually confirm that the entire stent delivery system has been removed."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details.

Event description:
It was reported that post deployment of the stent, upon retraction of the delivery system a part of the sheath broke and remained in the patient. The broken segment was recovered with forceps right at the access site of the incision. There were no reported retraction difficulties through the sheath. No patient injury was reported.